Manufacturer narrative:
No complaint received with return of device. Failure (event) observed during analysis. A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 7.8-8.7cm from the distal tip, consistent with lead friction to another device or patient anatomy. The etfe coating was intact at this location. (B)(4). (B)(6).

Event description:
This report is to advise of an event observed during analysis.